Event description:
It was reported that due to the lack of an atrial lead, the implant detect did not complete, which caused diagnostic data not to collect. Implant detect was completed and the device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.